Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, and 90% stenosed lesion in the distal left anterior descending coronary artery (lesion#8). The 2.25x8 mm xience prime stent delivery system (sds) was advanced but had difficulty crossing the lesion due to the anatomy. While tapping the sds, the proximal shaft separated. The procedure was completed using a 2.5x8 mm xience xpedition sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: do not advance or retract the catheter if resistance / anomaly is met during manipulation. Continuing to advance or treat the catheter may result in damage to the vessels, separation of the catheter, tip damage and / or stent dislodgement.